Event description:
It was reported the lock nut on the green gas dampener was damaged causing the dampener to hyper-extend. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Other: green gas dampener.